Event description:
It was reported that a revision surgery was required due to patella loosening.

Manufacturer narrative:
The associated device was returned and evaluated. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. An assessment by our research department concluded the following: the patella component has scratches on the articulating surface that likely occurred from normal articulation. The returned component has cement well bonded inside the patella cement groove. A peg on the patella component fractured and the other pegs have deformation that likely occurred after loosening. The underlying cause of peg/post breakage and loosening could not be determined during this investigation. A review of complaint history revealed that we have not had any previous complaints for this batch/failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.